Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The device had been implanted for 39 months.

Manufacturer narrative:
Technical services discussed general longevity and warranty information and recommended replacing the device and returning it for laboratory analysis. The device was later explanted and replaced with another boston scientific ICD. The explanted device was not provided to the field representative following the procedure and has not been received by boston scientific. No adverse patient effects were reported. The device was later received for laboratory analysis. Technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.